Manufacturer narrative:
D6a. Implant date: implant estimated as event was reported to have occurred at the 45 day follow up.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned, and a 31mm watchman pro closure device and delivery system (wds) was implanted. It was reported by the physician that a thrombus was observed adhered on the closure device via transesophageal echocardiography (tee) at the patient 45 day follow up exam. A surgeon was consulted on the removal of the device to avoid thrombus dislodgement. The patient had the closure device removed via surgery at a sister flagship hospital on (B)(6)2024 and the appendage was ligated.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx pro implant only in a jar was returned for device analysis. The delivery system was not returned. The device was microscopically examined. Microscopic examination revealed frame damage and thrombus throughout the device. Because there was no evidence of any product quality deficiencies, it was considered likely that the frame damage was attributable to procedural factors. Product analysis confirmed the reported event as there was thrombus throughout the implant. The implant was sent to pathology to analyze the thrombus and the thrombus was confirmed.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned, and a 31mm watchman flx pro closure device and delivery system (wds) was implanted. It was reported by the physician that a thrombus was observed adhered on the closure device via transesophageal echocardiography (tee) at the patient 45 day follow up exam. A surgeon was consulted on the removal of the device to avoid thrombus dislodgement. The patient had the closure device removed via surgery at a (B)(6) hospital on (B)(6) 2024 and the appendage was ligated.